Manufacturer narrative:
The technician found the siderail end tube broken in half. The technician replaced the siderail end tube, nut and screw to resolve the issue.

Event description:
Technician alleged that the siderail could not latch. No pt impact.